Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The reaction was located on the left arm, triceps and was described as itching. On (B)(6) 2017, the patient's mother removed the sensor and the patient's skin was raised, red and course. The patient's mother took the patient to see the pediatrician on (B)(6) 2017 about skin reaction due to adhesive from sensors. The patient's pediatrician advised the patient's mother to use over the counter (otc) cortisone cream, which the patient used to treat the affected area. At the time of contact, the area where adhesive was is healing. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.